Event description:
It was reported that during an unknown procedure, after 2min 30sec into ablation, error message reflected for this probe and was unable to restart. Hence doctor has to remove the probe from patient and the probe was bent.

Manufacturer narrative:
(B)(4). Date sent: 4/18/2023. B3: event year only reported: 2023. D4 batch #: unknown. Additional information was requested and the following was obtained: did the patient experience any adverse consequences due to this issue? If yes, please specify and inform what was done to help the patient. No. Investigation summary : since this occurred in singapore, there is no call home data available. The probe returned and the tip was loose, and when connected there was a reflected power error on test. The probe was disassembled. All components were present as the probe's tip was held together by the heat shrink. The tip was disassembled and a melted inner conductor was found, indicating thermal damage. The cause of the bent probe tip was thermal damage. The potential cause of the thermal damage is unknown. A search of nonconformities (ncs) was performed for lot ml22057778. There were no observed nonconformities for this lot.